Manufacturer narrative:
Analysis was able to confirm that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, a capacitor on the main circuit board was damaged, the upper and lower cases were broken, and a knob was missing. The encoder assembly was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were in need of repair. The epg was returned for service. A request for testing and calibration was noted. No patient complications have been reported as a result of this event.